Event description:
It was reported that the cassette causes no disposable clamp tubing alarms on the pump. No further details provided. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Updated h6 health effects - health impact. No product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. Email address: (B)(6).